Manufacturer narrative:
The insulin pump received with a missing segments/partial display due to cracked zebra connector on the lcd board. No blank display noted. Unable to verify for motor error alarm due to a missing segments/partial display anomaly. The motor was tested outside of the device and passed the motor test. The device had a minor scratched display window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had blank display, display anomaly, and motor error alarm. The blood glucose at the time of the incident was 180 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.